Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the micron single-use fiber broke in half and released energy that hit the physician in the finger. The incident occurred during an unspecified therapeutic procedure outside of the patient while they were under sedation. The procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information provided by the customer. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information provided by the customer regarding the event is as followed: the laser fiber fractured close to the handle portion of the olympus flexible video scope while actively treating a kidney stone. The physician was holding the scope and the fiber fired through the scope and hit the physician's finger. The scope was damaged and required being sent out for repair. The physician cleansed his finger with alcohol and claimed it felt like a small burn but was able to proceed. The procedure was delayed slightly while the scope was replaced and the physician applied alcohol to the finger and re-gloved. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for inspection, but the reported failure was confirmed. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.